Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: the pump was powered on and the display was observed to be blank. The pump case was opened and the display screen was observed to be cracked. Further testing was prohibited due to the cracked display. The cracked display was replaced with a new test display which functioned normally.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the patient fell on the pump while playing at school and at that time, the pump seemed fine except for red lettering. Reportedly, the next morning, the screen was blank with tones and power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.